Event description:
It was reported that during a stenting treatment procedure, a stent migration occurred. After predilating with a 2.75x20mm quantum balloon, the physician implanted a 2.75x28mm promus element plus stent in the mildly calcified circumflex (cx) with and obtuse marginal (om) lesion; next, the 75% stenosed, 4.0mm in diameter, lesion being treated was located in the non-tortuous, mildly calcified mid to distal left main (lm). The lesion was predilated with a 6x35mm flextome cutting balloon, inflated to 6atm. The physician deployed a 4.0x8mm promus element plus stent. However, a "geographic miss" caused the stent to hang more in the aorta rather the lm. There was attempt to snare the unopposed stent, which resulted in the stent migrating due to the engagement of the guide catheter and snare. The procedure was successfully completed with another 4.0x8mm promus element plus stent without further complications. Patient was stable the entire procedure and appears to be fine after the procedure.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).